Event description:
Device returned to manufacturer with report of "battery depletion-return of spasticity and alarm signal." Follow up with hcp revealed patient experienced "severe spasms." Patient was provided with oral baclofen to control severity. Interrogation of the pump revealed the low battery alarm was sounding - no other testing was done. The patient's pump was replaced. Patient is doing well with new pump.